Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary the actual device was returned for evaluation. During evaluation it was determined that the reported condition that the device displayed e6 and stopped working by itself was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had the following failures: cord damaged, cosmetic damage, loose, damaged flex circuit, breaded stainless steel wire tether damage/came off and cannot secure/lock cutter; and failed pretest on the following: visual assessment, visual assessment: verify that the cord is not damaged, cable assessment, cutter lock assessment, no short circuit between phases and connector body, no short circuit between hall sensors and connector body and no short circuit between 5vdc line and connector body from component wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that the device displayed e6 and stopped working by itself. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.